Event description:
While troubleshooting, he received normal control test results of 204 and 189 mg/dl. The range is 92-124 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.